Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "impregnation of vancomycin, gentamycin, and ceftaime in a cement spacer for two-stage cementless reconstruction in infected total hip arthroplasty" written by kyung-hoi koo, md, jin-won yang, md, se-hyun cho, md, hae-ryong song, md, hyung-bin park, md, yong-chan ha, md, jun-dong chang, md, shin-yoon kim, md, and young-hoo kim, md published by the journal of arthroplasty vol. 16 no. 7 2001 accepted by publisher 1 march 2001 was reviewed. The article's purpose was to report on results of utilizing an antibiotic impregnated spacer to treat infection. Data was compiled from 22 patients (17 men and 5 women) mean age of 56 years. The article captures each patient individually and does not provide product identity of original implants but utilizes depuy products of a total of 11 patients with at least one or more depuy products. Only 4 have complications/adverse events and each are captured individually under linked complaints. This complaint captures patient 8 a female 38 years old with a 7 month duration of infection symptom that previously received 2-stage reimplantation for infection and received a final implant of duraloc cup and solution stem. It is noted her complication was an intraoperative proximal femur fracture during implantation treated with wiring.